Manufacturer narrative:
The returned valve was patent. The valve met the requirements for reflux, pressure-flow, pre-implantation, and leak testing. All per formance levels could be set with a single attempt, and the valve did not spontaneously change levels during the course of analysis. Therefore the conditions of this complaint could not be verified by laboratory personnel. There was proteinaceous debris noted in the interior and exterior of the device. Debris within the valve may interfere with the adjustment mechanism resulting in difficulty adjusting the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ a review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the valve could not be adjusted on (B)(6) 2015. According to the report, the surgeon decided to revise the valve and explant surgery occurred on (B)(6) 2015. Reportedly, there was no injury to the patient.